Manufacturer narrative:
The lea was evaluated by stryker orthobiologics rpd department regarding the reported event. The evaluation concluded there was no manufacturing issues associated with this device causing the reported event. It was determined the lea was clogged with gelled vitagel product; once removed the lea functioned as designed. It is unclear if the vitagel gelled during use or transit to orthobiologics for evaluation of the device.

Event description:
It was reported to stryker orthobiologics that the vitagel lea sprayer would not disperse vitagel during a surgical case. There was another available lea which functioned as intended. There was no report of patient adverse consequence or procedural delay as a result of the reported event.